Event description:
A customer contacted beckman coulter inc., (bec), regarding erroneously high troponin (accutni) and ckmb results, above the assay's normal reference ranges, generated by the synchron lx I 725 clinical system for three (3) patients. An erroneously high brain natriuretic peptide (bnp) result, above the normal reference range, was also obtained on patient one. The patients' samples were repeated on an alternate method and "normal" results on all three assays were obtained. The results were not reported out of the lab. The customer did not report an effect to the end user or patients attributed or connected to this event.

Manufacturer narrative:
Samples were drawn into green top non-gel tubes and centrifuged at 3,000 rpm for 10 minutes. Qc resulted within the customer's established means prior to the event. Qc resulted out of specifications high after the event. Actual qc data was not supplied. The customer then changed accutni and ckmb reagent packs along with the substrate and qc results again recovered high. The customer performed a substrate prime and ran qc for the assays which resulted within the customer's established ranges on the morning of (B)(6) 2011. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse reviewed patient data, instrument event log, and system check data. The system check resulted with high washed and substrate relative light units (rlus). Per customer, the substrate was primed the next morning after the event and all qc values recovered within range. The fse performed type I system verification tests and all results recovered within specifications. The fse verified repair per established procedures and results met published performance specifications. The fse stated the event is likely due to substrate contamination of the previous substrate bottle that was on-board the instrument, but could not provide information as to how the substrate was contaminated.